Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Manufacturer narrative:
Testing and investigation found the device did not power off by itself without sounding an audible alarm tone. When the device was unplugged, a constant audible alarm was emitted. No probable cause could be determined for the customer's reported no audible tone since the device passed functional testing as expected.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, while operating on ac power, the pump powered off by itself without sounding audible alarm tone. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.